Manufacturer narrative:
Calibra has been unable to request return of the product at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 it was reported that a patch pump 'sweated off' during use. There was no reported adverse event associated with this complaint. This complaint is being reported because the adhesive issue was not resolved.